Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Based on the available details, the battery was sold by philips more than four years ago. There is no allegation of premature drain, and no evidence to suggest the battery did not meet its expected service life. The battery was not requested for failure analysis. The device was returned to service with a new battery. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to patient in a critical care event. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring.